Event description:
During test firing of laser fiber, the fiber separated resulting in an errant laser energy being discharged on the sterile field of the instrument table. The stray beam touched the sterile gown of the scrub nurse and burned multiple small holes in a linear fashion. The laser energy did not penetrate the protective clothing underneath the sterile gown. The scrub nurse was not injured.